Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of polymenorrhagia ("menorrhagia, excessive or frequent menstruation, strong vaginal bleeding") in a 27 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of lumbar vertebra injury (in germany diagnosed by traumatologist, wheelchair suggested) in 2012, submandibular abscess (lower jaw inflammation, pimple, feverish), dental abscess, epidermoid cyst (superinfected), fasciitis and acute pharyngitis (fever, cough, mucus) in 2011, pelvic pain female, vaginal bleeding, headache and pain back in 2010 and retroverted uterus, spontaneous abortion (1), parity 3 (27-jul-09: pregnancy exam, poor control of the pregnancy -patient does not take iodine or iron. Very high-risk pregnancy, she has an obstetric history of oligoamnios, premature labor caused by low weight.), multi gravida (4) and obesity (bmi 33.9). Menarche at age 11 and menstrual formula 5/28. Previously administered products included: oral contraceptive nos for oral contraception. Past adverse reactions to the above products included: bad tolerance with oral contraceptive nos. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 90 days after essure insertion, she experienced subcutaneous abscess ("erythematous abscess fluctuating with yellowish discharge in hypogastric region"). On (B)(6) 2019 she experienced allergy to metals ("allergic reactions to metal"), flatulence ("non-specific meteorism") and renal colic ("intense pain in the right renal fossa to hypochondrium - suspicion of right renal colic"). An unknown time later she experienced polymenorrhagia (seriousness criteria hospitalisation and intervention required). The patient was treated with primolut nor (norethisterone acetate), ibuprofen and cloxacillin as well as surgery (first essure removal of part of tubes, uterus, then total hysterectomy). Essure was removed. The reporter considered polymenorrhagia to be related to essure administration. No causality assessment was received for essure with regard to allergy to metals, renal colic, flatulence or subcutaneous abscess. The reporter commented: operated on two occasions to remove the essure devices, first they removed part of the tubes and part of the uterus, and in the second intervention they performed a total hysterectomy in clinic in germany. She suffers continuous emotional relapses, which has led her to a depression under drug treatment. She has had to suspend sexual relations with her partner due to the pain and heavy bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 33.857 kg/sqm. [Abdominal x-ray] on (B)(6) 2010: rx ap in standing abdomen: adequate radiological verification of devices location; on (B)(6) 2019: for pain: non-specific meteorism [hysteroscopy] on (B)(6) 2010: essure insertion difficult - cause of difficulty: retrograde uterus [scan] on (B)(6) 2013: hypermenorrhea, normal uterus revision. Menstrual endometrium. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of heavy menstrual bleeding ("menorrhagia, excessive or frequent menstruation, strong vaginal bleeding") in a 27 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of lumbar vertebra injury (in germany diagnosed by traumatologist, wheelchair suggested) in 2012, submandibular abscess (lower jaw inflammation, pimple, feverish), dental abscess, epidermoid cyst (superinfected), fasciitis and acute pharyngitis (fever, cough, mucus) in 2011, pelvic pain female, vaginal bleeding, headache and pain back in 2010 and retroverted uterus, spontaneous abortion (1), parity 3 ((B)(6) 2009: pregnancy exam, poor control of the pregnancy -patient does not take iodine or iron. Very high-risk pregnancy, she has an obstetric history of oligoamnios, premature labor caused by low weight.), multi gravida (4) and obesity (bmi 33.9). Menarche at age 11 and menstrual formula 5/28. Previously administered products included: oral contraceptive nos for oral contraception. Past adverse reactions to the above products included: bad tolerance with oral contraceptive nos. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 90 days after essure insertion, she experienced subcutaneous abscess ("erythematous abscess fluctuating with yellowish discharge in hypogastric region"). On (B)(6) 2019 she experienced allergy to metals ("allergic reactions to metal"), flatulence ("non-specific meteorism") and renal colic ("intense pain in the right renal fossa to hypochondrium - suspicion of right renal colic"). An unknown time later she experienced heavy menstrual bleeding (seriousness criteria hospitalisation and intervention required). The patient was treated with primolut nor (norethisterone acetate), ibuprofen and cloxacillin as well as surgery (first essure removal of part of tubes, uterus, then total hysterectomy). The reporter considered heavy menstrual bleeding to be related to essure administration. No causality assessment was received for essure with regard to allergy to metals, renal colic, flatulence or subcutaneous abscess. The reporter commented: operated on two occasions to remove the essure devices, first they removed part of the tubes and part of the uterus, and in the second intervention they performed a total hysterectomy in clinic in germany. She suffers continuous emotional relapses, which has led her to a depression under drug treatment. She has had to suspend sexual relations with her partner due to the pain and heavy bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 33.857 kg/sqm. [Abdominal x-ray] on (B)(6) 2010: rx ap in standing abdomen: adequate radiological verification of devices location; on (B)(6) 2019: for pain: non-specific meteorism [hysteroscopy] on (B)(6) 2010: essure insertion difficult - cause of difficulty: retrograde uterus. [Scan] on (B)(6) 2013: hypermenorrhea, normal uterus revision. Menstrual endometrium. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.